Event description:
On 2/23 a patient's blood was drawn and a result of 12.1 was reported out using the ck-mb assay. The test was repeated when questioned and the result was .4 for ck-mb. The patient's blood was drawn again on 2/24 and the result of 5.2 was reported. The test was repeated and the result was .9. On both days the account issued a corrected report. The results did not affect treatment of patient. The patient was admitted with chest pain. The reporter does not have access to any other diagnostic test and does not know status of patient except that he has been discharged. The account stated the fpia buffer is >1 year and is out of date.

Manufacturer narrative:
Investigation summary: file samples of reagents were with customer returned patient samples used for the investigation. Erratic results were not observed on controls, panels, or patient sample draws. All values were within package insert range for the controls. This complaint is not confirmed. Evaluation complete-final report.